Manufacturer narrative:
Visual inspection revealed that the main shaft is torn open immediately proximal from the butt bond. Dried body fluid found inside the tear. Dried body fluid also found on the handle, main shaft and distal end. Dried saline found on distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray confirmed the tear in the shaft occurred along the proximal edge of the butt bond sleeve. The distal end tubing was opened. Dried body fluid debris was found throughout the distal end cavity.

Event description:
Reportable based upon analysis completed on 18feb2020. A nav mifi oi was used in a right atrial flutter ablation procedure. As the procedure was almost completed, the physician wanted to put in an additional burn when the generator gave a temperature error. The temperature of the catheter was 54 degrees celsius. The physician decided to end the procedure. The catheter was removed and checked for clots. No patient complications were reported. Analysis revealed that the shaft was torn.